Manufacturer narrative:
Internal complaint reference case-(B)(4). Postal code (B)(6).

Event description:
It was reported that, during a thr surgery, the anthology inserter poster hard broke. There was a concern that a part of the instrument may have entered to patient's body. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, this case reports a broken anthology inserter poster hard. There was a concern that a part of the instrument may have entered to patient's body. Surgery was resumed, without any delay, with a back-up device. Per subsequent email, it was reported the piece ¿was not found in the post-op picture.¿ based on the limited information provided the root cause of the reported anthology inserter breakage could not be determined. No patient injuries or adverse consequences were reported. The provided photo confirms the breakage however it does not aid in the clinical investigation. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is broken, rendering the device inoperative. The device shows signs of extensive use. The clinical investigation concluded that this case reports a broken anthology inserter poster hard. There was a concern that a part of the instrument may have entered to patient's body. Surgery was resumed, without any delay, with a back-up device. Per subsequent email, it was reported the piece ¿was not found in the post-op picture.¿ based on the limited information provided the root cause of the reported anthology inserter breakage could not be determined. No patient injuries or adverse consequences were reported. The provided photo confirms the breakage however it does not aid in the clinical investigation. No further medical assessment can be rendered at this time. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. H3, h6, h10